Event description:
Used equate multi-purpose solution/walmart product for contact lenses and developed an eye infection. Used this product as directed. I have been wearing contacts for 6 yrs. But only wear them on the weekend. I have never had any adverse reaction before, as I used opti-free express before. Thought I would try saving a little money, so much for thinking. I have always been extremely careful with my contacts. Always made sure they were cleaned and rinsed as directed as well as handling them. As yet, I have not been able to determine what kind of infection it is, because, surprise, their optical department is my physician, per insurance. And I have not been able to get an appointment. Just to make you aware, it's not just bausch lomb solution. This has also been forwarded to the corporate office of walmart. Event did not abate after use stopped.